Manufacturer narrative:
(B)(4). This event occurred the week of (B)(6). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the weld of an exactamix 1000ml eva tpn bag. The customer reported the ports were sealed down to an angle and this was allowing the fluid to go up and out of the bag, therefore, causing a leak during filling. There was no patient involvement. No further information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.